Manufacturer narrative:
(B)(4).

Event description:
It was further reported via facility medwatch mw5070161 that the patient presented with severe congestive heart failure and cardiac catheterization was performed. The totally occluded target lesion was located in the left circumflex artery. The pt²¿ guidewire was advanced to cross the lesion. However, during the procedure, the wire fractured and sheared the middle of the vessel. A non-bsc guidewire was inserted and a non-bsc balloon catheter was advanced but failed to cross the lesion. While waiting for a laser catheter to continue the procedure, the patient developed a clot in the left main coronary artery with a sudden drop in blood pressure. The patient's condition deteriorated to a cardiopulmonary arrest and all efforts to revive the patient were unsuccessful and eventually the patient died.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred and the patient died. A 185cm str, 1-pack pt²¿ guidewire was advanced. However, the guide wire fractured inside the vessel. Patient was then coded but eventually expired.